Event description:
It was reported that the customer received an unexpected restart alarm. The customer's insulin pump was also resetting, causing the customer to reprogram the insulin pump. The customer's blood glucose was 100 mg/dl. Troubleshooting was done. Customer stated that the unexpected restart alarm occurred right after a battery change. The customer also mentioned receiving an external ram crc error alarm. Troubleshooting was done. The insulin pump passed the self test, but the customer did not see insulin dripping from the quick release during a manual bolus. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.